Event description:
The customer reported that the images produced were white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.